Event description:
It was reported that two pieces of white foreign matter were found on the intima-ii y 20gax1.16in prn ec slm npvc needle during use. The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6) 2020, nursing staff found two pieces of white foreign matter on the needle in the process of puncturing , then replaced it immediately, no harm to the patient."

Manufacturer narrative:
H.6. Investigation summary : a device history review was conducted for lot number 9262029. Our records show that this is the only instance of a this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two pieces of white foreign matter were found on the intima-ii y 20gax1.16in prn ec slm npvc needle during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) 2020, nursing staff found two pieces of white foreign matter on the needle in the process of puncturing , then replaced it immediately, no harm to the patient."